Event description:
Healthcare professional reported right side capsular contracture baker grade IV and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture, baker grade IV".

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. And exchange from textured to smooth breast implants, due to the patient¿s concern with the product. Device has been explanted.